Event description:
Information was received indicating that a smiths medical medfusion® 3500 syringe pump failed a motor drive test. There were no adverse effects were reported.

Manufacturer narrative:
Device evaluation: one medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis. The customer's reported problem was "fails motor drive test at 16-17lbs." Inspection of the pump's event log showed no error which related to reported problem. Visual examination found a crack on top case. Performed occlusion test and all functional tests. No problem was found on pump. Pump operated within specification, but the old blue worm gear and old style motor bracket were found in pump.

Event description:
Additional information: the product fault did not occur while in use with a patient. The product issue did not cause or contribute to a patient or clinical injury.